Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with tortuous anatomy, the valve was deployed once and recaptured due to a shallow implant depth at 2 mm. Upon a second attempt at deployment, a dissection flap of the ascending aorta was noted. The patient was transferred by helicopter to a different hospital for surgical repair of the dissection. The event resulted in a 2-hour procedural delay. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID {evolutfx-29}; product lot/serial number {j224257}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Second paragraph added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with tortuous anatomy, the valve was deployed once and recaptured due to a shallow implant depth at 2 mm. Upon a second attempt at deployment, an ascending aortic dissection flap was noted. The patient was transferred by helicopter to a different hospital for surgical repair of the dissection. The event resulted in a 2 hour procedural delay. No additional adverse patient effects were reported. Additional information was received that per the physician, the cause of the dissection was unknown and there were multiple possible causes. It was also noted that it could have been a spontaneous dissection as the patient was on long term steroid medications.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a non-medtronic guidewire was used during the procedure. No additional adverse patient effects were reported.